Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation visual and functional testing were performed. Visual inspection found liquid crystal display (lcd) and printed circuit board (pcb) were blank, enclosure was stained and cracked. Both covers were cracked and line cord was worn. Functional testing found the reported issue was able to be duplicated. The root cause of the reported issue was found to be broken component on printed circuit board (pcb). This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Event description:
It was reported that display is out. No patient injury was reported.